Manufacturer narrative:
Submit date: 05/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/10/2016 that an adverse event occurred with a peg tube. The customer states that a patient was hospitalized because they were bleeding and had an infection at the stoma site. The patient was diagnosed with mrsa infection. The patient received a blood transfusion in (B)(6) 2016. The nurse reported that the patient had chronic history of bleeding. The event was not related to the duopa medication. The patient received clindamycin 250mg bid for several days.

Manufacturer narrative:
Submit date: 11/4/2016. A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples submitted with this complaint. Complaint shall be reopened if a sample is received. The reported condition could not be confirmed. According to the investigation, the most likely root cause indicates that the failure mode could occur if the product is used in patients with sensitivities or allergies to this component. The instruction for use (IFU) states that the use of this product is contraindicated in patients with known sensitivities or allergies to its components. The site could not confirm the issue and if it was related with our product. The current process is running according to product specifications, meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment because the reported condition could not be confirmed. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. Per customer complaint form, the sample was not returned because the tube is still inside the patient.